Manufacturer narrative:
Clarification to d6a: partial date of 2009 provided. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "implant removal from textured to smooth due to the concerns of the product" and rupture confirmed via ultrasound and mammogram. The device remains implanted.